Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: we received part numbers 851.020.01s and 806.006.04s. The internal box, blue styrofoam box, which contains the products was wet. The box was looked at and there were not any broken gel ice, also the external box was not wet. It is uncertain why these products have been wet. This is 1 of 2 reports for this event.

Manufacturer narrative:
Manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Device received 2/14/2013. Additional narrative: investigation coordinated by synthes (B)(4). Report received indicates the internal box was wet as stated. No further detail was provided. There may have been a leak in the cool pack. The manufacturing records showed there were no complaint related issues.

Event description:
This is 1 of 2 reports for the same event, complaint # (B)(4).